Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone (10 mg/ml at 0.095 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The caller stated that beginning in (B)(6) 2025, the patient experienced withdrawal after every refill. The agent assisted the caller with calculating the time to deliver drug after the last refill. The caller then asked about providing the patient with a single bolus at refill. Additional information was received on (B)(6) 2025 from the healthcare provider who reported that they increased the infusion rate, but the patient continued to have limited pain relief and withdrawal symptoms intermittently. A dye study was done on 11/10, and the patient was scheduled for pump replacement in (B)(6) 2025.

Manufacturer narrative:
E1 - alternate phone number for the initial reporter: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.